Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was not maintaining exhaled tidal volume and the device's cuff was not able to maintain pressure. Patient had a desaturation event that was remedied after declaring an airway emergency and replacing the tracheostomy.